Event description:
It was reported, a patient presented for an implant procedure on (B)(6) 2023. During procedure, the atrial lead had low capture thresholds and no sensing. The lead was not used and replaced within the same operation. Post- procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.